Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports: patient experienced a hypoglycemic event with blood glucose level of 36 mg/dl. Patient's sister called paramedics upon patient collapsing. Patient was admitted to hospital. Device was discarded at the hospital and not available for technical review.

Event description:
Sister of type 2 diabetic on vgo 20 for 2 days spoke with valeritas customer care and reported that the patient had been hospitalized due to severe hypoglycemia. Ae assessor contacted the patient directly to further investigate. The patient provided the following history of the event. (B)(6) 2017 the patient took her usual 20u lantus in the morning. The patient then went to her hcp office to begin vgo therapy. Patient applied and began vgo use at 15:00 on (B)(6) 2017. On (B)(6) 2017 the patient did not take her lantus as instructed by her hcp. At 13:00 she felt shaky and checked her bg. Bg = 67mg/dl. Patient ate lunch and felt better. At lunch patient administered her prescribed dose of 3 bolus clicks. At 17:00 patient changed her vgo device. At approximately 18:00 patient went to the grocery store and was feeling fine. Upon returning home she felt a little funny and had a headache. Patient sat down on the couch to rest at about 18:30. The patient stood up and immediately collapsed onto the floor. Her sister called the paramedics. The exact time of their arrival is not known. The patient was found to have a bg of 36mg/dl and was intermittently confused and unconscious. Patient was transported and admitted to the hospital that evening. The patient reports that her blood pressure was severely elevated and that her temperature was 92 degrees f. The vgo device was removed at the hospital. Per the patient the vgo device was still full of insulin. The vgo device was discarded at the hospital. The patient was in the hospital for 2 days. Upon discharge she met with her endocrinologist. The patient was advised to discontinue vgo use and to resume her prior therapy. The patient is now on lantus 20u daily and novolog 5u per meal. Bg since discharged has remained in the 100mg/dl range. The patient stated that she and her endocrinologist could not identify a reason for the hypoglycemic event. She indicated that there was some concern that she may have inadvertently administered too many bolus clicks due to being 75-90% blind. The patient denies any change in diet or exercise/activity level on the day of the event. The last dose of lantus that the patient took was on the morning of (B)(6) 2017 and should not have had any impact on her bg by the evening of (B)(6) 2017 when the severe event occurred. However, the lantus may have contributed to the reported bg of 67mg/dl that occurred on (B)(6) 2017 at 13:00. The patient reported that the vgo device was still full of insulin upon removal indicating very little of the insulin from that device had been used prior to the event. It is possible that the severe hypoglycemia was due a cascade of events. The patient administered lantus within the same 24 hours of starting the vgo on (B)(6) 2017 and experienced a bg of 67mg/dl within that 24 hours. Glycogen stores may not have recovered prior to the 2nd event. While the patient was on a similar insulin regimen prior to vgo use the increased or improved absorption of insulin via the vgo may have contributed. The patient may have inadvertently administered extra bolus clicks due to her visual impairment.

Manufacturer narrative:
Date of report: date corrected. Initial reporter sister of patient name unknown. Health professional - no checked. Occupation: non healthcare professional. Type of report: follow up #1. If follow up, what type?: correction checked.